Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2015 - the patient underwent surgery for implant of an unspecified ventralex mesh. The patient's attorney alleges general allegation for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information: (B)(6) 2015 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventralex patch. Per operative notes, "incisional hernia was noted at the level of umbilicus port incision. The umbilicus was dissected off the hernia. A ventralex patch was placed into the defect sutured and stapled." (B)(6) 2015 - patient was diagnosed with infected mesh and infected portion of abdominal wall thereby underwent open repair with explant of ventralex patch and implant of synthetic mesh. Per operative notes, "the infected umbilicus was resected along with entire ventralex patch. A piece of synthetic mesh was placed and sutured." Attorney alleged that the patient had infection, pain, umbilicus resection, hernia recurrence and emotional injuries.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 months post implant of ventralex mesh, patient was diagnosed with infection and abscess thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection as a possible complication. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Inconclusive, currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified ventralex mesh. The patient's attorney alleges general allegation for "past, present and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."